Manufacturer narrative:
The insulin pump did not alarm with a button error during testing; however, the unit had intermittent button response due to moisture damage on a keypad traces. The following cosmetic damage was also found: minor scratches on the lcd window, cracked case near the display window corners, broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error for the first time ever. The patient's blood glucose at the time of incident was 105 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the weather has been awful and all of her electronics have been malfunctioning. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.